Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with inappropriate shocks delivered due to oversensing. One cause of oversensing could have beenfar-p oversensing on the right ventricular lead. Another reason could be post sensed t-wave oversensing on the implantable cardioverter defibrillator. Both lead and device were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2021-00001.